Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited high capture threshold. Fluoroscopy imaging was performed and the atrial lead was found to have lack of slack and had been dislodged. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.